Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860 , serial/lot #: rev. 2 : s/n (B)(6) , serial/lot #: rev. 1 : s/n (B)(6). H3: the power tray and power conversion enclosure was returned to the manufacturer for analysis. The returned fuses in power tray tested good. Power tray was installed into a test system. The system powered on, readied, charged and functioned as expected multiple times. Several 2d and 3d images were taken and motion calibration was successful. No problem found while under test. Power conversion enclosure failed bench testing. Transistors q28 and q14 failed, they were found to be shorted. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went out to the site to preform a system check out. It was reported that there was and imaging modalities failure. It was noted that they replaced the power enclosure and power tray. System check is good. O-arm operational. 10,180,4307 are associated with system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported originally that they system would only loose one bar when it moved to the operating room (or). However, now when moving the system to the or the battery looses at least three bars and doesn't seem to be holding a really good charge. The site noted that the distance is not that far. There was not a patient present.